Manufacturer narrative:
Investigation summary: thirty sealed 31g x 5mm pen needle samples were returned from lot. No. 7143611, cat. No. 320666. A clog test was carried out on all thrirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use of the pen ndl 31g 5mm 100ct germany roche some cannulas are not insulin porous.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 31g 5mm 100ct germany roche some cannulas are not insulin porous.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on no sample returned, the complaint could not be confirmed.

Event description:
It was reported that during use of the pen ndl 31g 5mm 100ct germany roche some cannulas are not insulin porous.